Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to corrupt software on the digital pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a service wrench and was beeping. The customer advised physio they could not access the service mode. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that the device had a screen with no alphanumeric displays. Without access to the device, the user would not receive the instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary.